Manufacturer narrative:
The complainant reported that the peripherally inserted central catheter (PICC) line had been in place for approximately one week. On april 27, 2024, the patient facility reported a leak in the PICC line. The patient also reported experiencing discomfort in their arm over the past few days. Upon examination, the complainant identified that the catheter was torn at the base near the suture wing tip. Although the complainant retained the catheter, it has not yet been returned for investigation. The manufacturer will follow up on this initial report once the investigation is complete.

Event description:
Report of a leak/break in a dual lumen catheter.

Manufacturer narrative:
Avi submitted an initial MDR (3015060232-2024-00012) prior to the 30-day reporting requirement. The subject catheter was subsequently received by avi for investigation. Upon investigation it was observed that the catheter was severed at approximately 2.5cm from the suture wing tip. The break in the catheter showed no signs of kinks or other material fatigue. The cut appeared to be caused by a sharp object. The cause of the cut could not be determined.

Event description:
Report of a leak/break in a dual lumen catheter.